Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer performed the probe test and stated that the quality controls (qc) were within range on the day of the event. The ccc specialist instructed the customer to repeat the patient sample on the instrument and the results matched the repeat results from the alternate dimension vista instrument. The ccc specialist reviewed the instrument data and concluded that instrument was fully functional. The cause of the discordant results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed blood urea nitrogen (bun), calcium (ca), carbon dioxide (co2), creatinine (crea), and glucose (glu) results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed results on multiple analytes.